Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump experienced air in line alarms and upstream occlusion alarms upon pressing "run" at the start of new infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.